Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. A physician contacted boston scientific technical services (ts) to ask if this pacemaker was magnetic resonance imaging (MRI) compatible. Ts explained that this pacemaker is not MRI conditional. Ts suggested having the patient interrogated with a programmer. The physician noted she would contact the cardiology department for an interrogation. At this time the pacemaker remains in service and no additional adverse patient effects were reported.